Manufacturer narrative:
The tech found the buzzer on the pt position module board is worn due to excessive use. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2012 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the scale power control board assembly to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the bed exit audible alarm was not loud enough. The bed was located in storage at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).